Event description:
The customer reported to customer service that the power supply for her breast pump has kinks in the cord and there was a spark and smoke where the cord meets the adapter. An injury was not reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she indicated that she observed sparking at the strain relief, however, she did not see any evidence of burning, melting, smoke, fire, or any breaches in the cord or the transformer housing. She also indicated that she would return the power supply and that an injury was not sustained as a result of the issue. As of the date of this report, the product has not been received. The customer stated that she witnessed sparking, which is a safety risk. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going. Should additional info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed.